Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi 8100 error code. Case notes: problem description. (B)(4). Npi 8100 error code 13-1033-149, informed customer that probably cause is due to loss of cal data in unit. Customer stated that he will do a calibration and preventative maintenance to see if that works.